Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that two weeks prior to contacting customer service she observed a white screen display light issue on her adc freestyle libre reader. Customer further reported she experienced loss of consciousness and seizure due to this issue, however no further information was provided as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.